Manufacturer narrative:
(B)(4). (B)(6). Complaint sample was evaluated and the reported event was confirmed. The devices were returned and evaluated against the complaint. The head and stem were assembled upon receipt. The head exhibits damage near the taper in 2 different locations. One can be seen in the profile view (labeled front) and the other in the lateral view (labeled side). The articulating surface of the head shows superficial scuffing and scratches as expected given the use of the implant. A small amount of debris was observed between the tapers of the head and stem. Attempts were made to disassemble the head and stem using exact offset metal punch and a surgical mallet. The devices could not be disassembled. DHR (device history record) was unobtainable for review. Root cause was unable to be determined.

Event description:
It was reported that during a total hip revision due to acetabular loosening, when removing the head from the stem, the stem rose up. All products were then removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Expiration date unknown; UDI unknown.